Event description:
It was reported that the patient presented remotely on merlin.net. Upon review, the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing (pptwos). No intervention was performed. Patient condition was stable.